Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo reveled that the anchor is not visible, however the inserter is shown to be broken. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would contribute to the complained device issue. Based on the investigation findings, the root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; bending force was applied and consequently cause the inserter to break. As per IFU do not apply a bending force to the inserter. This can damage the anchor or inserter tip. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: the date of manufacture was unknown UDI:(B)(4).

Event description:
It was reported from china by the sales rep that during a rotator cuff repair surgical procedure on (B)(6)2024 the 4.5 healix advance br w/ocord device anchor was broken off. They removed all broken parts another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.